Event description:
A paddle lead was returned to sjm on (B)(6) 2011. No further info is available at this time.

Manufacturer narrative:
Evaluation: results: the product was received complete. The lead was severely kinked with all wires broken approx 30mm from the paddle. Electrocautery instrument marks were observed on the lead's outer tubing. Discoloration and dried bodily fluids were observed within the lead. Most likely stress was induced while the lead was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.